Manufacturer narrative:
The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been deployment technique resulting in a closure complication postoperatively. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the physician reported that a pseudoaneurysm event had occurred in (B)(6), though the exact date is unknown. The angio-seal device was used for hemostasis after a coiling procedure, and hemostasis was successfully achieved. The patient was returned to their room, but the next day, a pseudoaneurysm developed when the patient moved in bed. The patient recovered and is being followed up, with progress being confirmed. According to the physician, there are no complications. The reported event did not result in patient injury or require medical or surgical intervention, and there is no direct allegation that the device caused or contributed to the patient's condition. The physician commented that performing the procedure too quickly might prevent the collagen from swelling or clumping properly. Since this event, no patients have developed complications. The physician had not completed the training process on the device prior to this case. The procedure before deploying the device was coiling, and a pre-deployment angiogram was performed. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery, and the vessel diameter is also unknown. On november 5, 2024, detailed information was obtained regarding a hematoma and bleeding incident. The patient, a 53-year-old female with an ic-sha aneurysm, underwent coil embolization. On (B)(6), she was on dapt (asa 100 mg + psg 3.75 mg). On (B)(6), her apal was 5.6 and cpal was 3.1. On (B)(6), she underwent coil embolization using a 6 fr angio-seal (lot#0000478696). The next morning, after being released from bed rest, a hematoma was found when the patient was seated, and a contrast-enhanced CT showed extravascular leakage from the common femoral artery. Hemostasis was achieved again using manual compression and an angio roll. The vascular surgery department confirmed that no additional treatment was necessary as ultrasound showed the leak had stopped. The patient's condition improved and stabilized, with blood loss less than 250cc. Additional information was received on 05 nov 24: the patient's medical history, as per the questionnaire, includes an aspirin dose of 100 mg and prasugrel at 3.75 mg. During the event, bleeding occurred outside the procedure room, and a hematoma was present. A pre-deployment angiogram was performed, and the right femoral artery was punctured. Manual compression and an angio roll were used to manage the situation. Following the event, the patient is stable and recovering.